Event description:
Boston scientific received information that there was concern this implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion. At a follow-up in (B)(6) 2011 this ICD had a monitoring voltage of 2.84 volts and a charge time of 9 seconds. At the most recent follow-up, however, the monitoring voltage decreased to 2.65 volts and the charge time increased to 11 seconds. This ICD currently is in middle of life 1 (mol1). The decision was made to follow-up with patient every three months. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service. At this time there is no additional information. Should additional information become available this report will be updated.